Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the insulin pump had been paused for approximately two hours during practice, with a reported glucose level over 400 mg/dl and no back-up therapy or ketone testing used; troubleshooting and education were provided to inspect the infusion site and either change the site if irregularities were found or reconnect and allow the pump to correct. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, and no immediate health effects. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed use-related interruption of insulin delivery due to a prolonged pump pause, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy interruption.